Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume was confirmed in the device log. The cause was determined to be one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center to report high drain alarm on the homechoice (hc) machine during use, patient connected. (A high drain alarm is indicative of an iipv situation. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode.) The home patient (hp) would like to bypass to dwell 6 of 6. The baxter technical service representative (tsr) asked to press go and the hc was now at the end of therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed homechoice return instrument test/evaluation (rite) functional testing but passed the homechoice rite electrical safety analyzer testing. The evaluation was completed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if additional relevant information is received.